Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during the surgery, in the last step of the surgical procedure, which is the placement of the insert, with the insert impactor, in two occasions it was impacted and it did not enter the tibia. The surgeon made a third impact achieving the insert placement but at the same time the insert impactor fractures and ends broken. For this novelty there were no issues since it was possible to place the insert, the surgery was successfully completed, without affecting the patient and without alterations in the surgical times, at the end the damaged insert impactor was marked with red tape and left inside the equipment for easy identification and change." The product was not returned, however photos were provided for review. The photo investigation revealed that sp*2 poly tib comp impactor (966385) had broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sp*2 poly tib comp impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During the placement of the insert, the insert impactor fractured and the ends broke. The surgery was successfully completed, without affecting the patient and without surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.